Manufacturer narrative:
Patient demographics (weight) were requested but not provided. This is one of four submissions from the same patient case. The others are 1220246-2016-00247-(B)(6), 1220246-2016-00248-(B)(6) and 1220246-2016-00249-(B)(6). No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The contribution of the device to the reported event could not be determined as the device was not returned for evaluation therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. The op report contains the surgeon's notation that the patient has failed previous management. The most likely cause of this type of event is non-compliance with the post-op protocol. Per the device's directions for use, post-operatively, until healing is complete, the fixation provided by this device should be protected. The post-operative regimen prescribed by the physician should be strictly followed to avoid adverse stresses applied to the implant. This is the (B)(4) complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Unknown device disposition.

Event description:
It was reported that on (B)(6) 2012 patient underwent a revision procedure ((B)(4)/ 1220246-2016-00243, 1220246-2016-00244, 1220246-2016-00245, 1220246-2016-00246). The (B)(6) 2012 revision op report had noted that the quality of the patient bone was soft. During the (B)(6) 2012 revision the following arthrex products were implanted: ar-2323bcc, lot 470065 ((B)(6)), ar-2323bcc, lot 470100 ((B)(6)), ar-7237-7, lot 462939 ((B)(6)) and ar-7237-7t, lot 362291 ((B)(6)). Patient underwent another revision procedure on (B)(6) 2014. The op report for the (B)(6) 2014 revision had a surgeon notation that the patient has "failed previous management". The op report also noted that loose bodies/fragments were identified in the glenohumeral joint and the sub-acromial space and were removed. The (B)(6) 2014 op report does not specify if the loose bodies/fragments were from arthrex products and there is no indication in the op report that any arthrex product was removed during the procedure. Op report also noted high-grade chondromalacia was identified within the glenohumeral joint. During the (B)(6) 14 revision, the following arthrex products were implanted: ar-2324bslc lot 569322 (quantity 2) and ar-7237-7t, lot 575065 (quantity 2).